Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 088 call service alarm. No additional information was available at the time of the complaint, and there was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump was returned to animas and evaluated on 11-dec-2018 with the following findings: there were no call service alarms in the pump¿s black box history. Unrelated to the initial allegation, the ok button was unresponsive due to a damaged keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.